Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Surgeon did not attribute infection to the devices implanted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that patient suffered from superficial infection, and erythema 3-4 weeks post surgery. Patient underwent revision surgery 9 weeks post surgery to remove all biowick and quattro devices except one quattro anchor. Surgeon did not attribute infection to the devices. No other patient harm or surgical delay was reported.